Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a 150cc mentor memorygel breast implant and experienced capsular contracture (baker grade 1-2) on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 250cc mentor memorygel breast implant (catalog number 3502501bc) with lot number 9982160. The patient had two device serial numbers, however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Providing additional information regarding the lot numbers provided. Lot 6733869. Manufacturing date: june 26, 2013. Expiration date: june 30, 2018. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6821960. Manufacturing date: april 23, 2014. Expiration date: april 30, 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).